Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the leakage is likely insufflation pressure pushing fluid up through device shaft and into handle. This can happen when the jaws are immersed in fluid and inserted at a relatively low angle. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "mr. (B)(6) performed the procedure. Applied us team member (B)(4) was present. Mr. (B)(6) activated the voyant a total of 102 times. On the 79 activation he commented that he noticed a fluid leaking form the rotation dial of the device and the opening at the bottom of the green plastic portion of the handle. There was a large amount of fluid in the abdomen (blood, irrigation). Mr (B)(6) hypothesis is that the pressure inside of the abdomen pushed the fluid through the voyant handpiece, as it is not a closed system. The functionality of the device was not affected by the leakage. Seals were fully formed and intact. I was unable to return the handpiece because the patient is (B)(6) positive and hospital staff advised they did not want to send it out." Patient status - unharmed.